Event description:
It was reported that 2 of the bd plastipak syringe package seal where sterility of the product is compromised. The following information was provided by the initial reporter, translated from portuguese to english: sealing failure close to the nozzle.

Manufacturer narrative:
E.1 initial reporter phone #: (B)(6). H3. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
No additional information received

Manufacturer narrative:
Two samples and photo received by our quality team for investigation. Through visual inspection, product was received with the packaging, no damage or issues observed. The packaging seal was formed and filled. Furthermore, a device history record review showed no rejected inspections or quality issues during the production of the provided lot number that could have contributed to the reported defect. Thirty-two retained samples from the same lot were evaluated, no holes or open seal observed. Based on the quality team's investigation, we are not able to identify a root cause related to our manufacturing process at this time.